Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device showed a false reading of high battery impedance which was most likely due to electromagnetic interference. Device reprogramming was recommended but no action has been taken at this time. There were no patient consequences.